Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the control bar was found to not be in the correct position. The machined head, lever, screws, and fine adjustment cams were replaced and resolved the reported issue. It was noted that the device was manufactured in 2022 and has not since been returned for annual preventative maintenance. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported on an unknown time; the device was not taking clean skin grafts. The dermatome was tearing skin instead of thin slices. Power was fine but boggs down when trying to use it. There was no patient injury, or delay reported. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.